Event description:
Additional information received from the patient reported no steps had been taken to resolve the stimulator exacerbating aggravated nerve/bulging disc pain and feeling vibrations when the implantable neurostimulator (ins) was turned off and the issues had not resolved. The patient just visited with his healthcare provider (hcp). The patient was given no narcotics. It was noted there was some potential for pump therapy use when the implantable neurostimulator (ins) was off. The patient lost the number given to him to set up a visit with a manufacturer's representative (rep) to re-calibrate the ins. The patient noted he would not call his hcp again for anything as he had wasted the patient's time two times out of two years. The patient did not have a pain management doctor or a neurosurgeon caring for him. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that they were given a name and phone number to call. The pain had not resolved and he was still waiting for the opportunity to recalibrate. The patient later reported that the doctor could not help other than remove the stimulator, if it was not working. However, that was not the issue, but rather it did not work (not usable) when the patient would aggravate his back injury like another bulging disc. No MRI, so no same day surgery. He was not seeking regular narcotics, but just to overcome muscle spasms in order to get back on the stimulator. He was seeking a morphine pump therapy, but the patient could not find a surgeon to offer the service nor offer narcotics. Therefore he patient was forced to go to the emergency room regularly after hours (weekends) or busy days. His doctor could not see him and even then just like the emergency room, he only go t pain relief for a few days when he needed at least two weeks of relief. It was also noted that if the patient forgot his stimulator I can't turn off the unit (emergency room) and he would lay in extra pain. Laying down pushed 2 leads too close to his spine, doubling the level of stimulation. Ten was not possible. The patient thought that every emergency room should have stimulators in a drawer that could sync with a stimulator for emergency use. The patient was still waiting help from a local manufacturing representative (rep) to recalibrate the unit. The patient felt there was time for narcotics was needed for pain when the stimulator was not usable. But he was not seeking drugs, just temporary pain relief, which would be no different than emergency room visits with pain medications until muscle spasms stopped. The pain management that the patient needed was a neurosurgeon who could monitor his stimulator and offer a pump pain therapy together.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported that they had to go to the hospital several times a year due to doctors not prescribing narcotics for muscle spasms and lower back pain due to aggravation due to a disabling back injury. The patient had to do "basic stuff (well-being)" and sometimes would overdo it. The patient was trying physical therapy again to rid himself of his "one-pack sure up core," where he had gotten hurt several times. The patient was wondering if a narcotic-pump would work with the stimulator. The stimulator was noted to sometimes not be enough, and sometimes would exacerbate the aggravated nerve/bulging disc pain. The patient was "not purvey" to an MRI for the stimulator problem and a CT scan was not helpful enough. The patient couldn't find a doctor that would prescribe narcotics, let alone on an as-needed basis except at expensive emergency room hospitals where they were all tracked/monitored. Additional information received from the patient reported that the patient wanted to meet with a manufacturer representative (rep) to be reprogrammed for additional pain. The stimulator could not cover that pain. It would cost him more to go to the emergency room (ER) or he would have to find a more cost-effective way otherwise his insurance would cut him off. Nobody wanted to give him narcotics. The pain was only when he had muscle spasms and it "regrevates of his ongoing issue." Other than that, his stimulator worked fine. The pain started in 1994 and he had been reducing his trips to the ER from 6 trips a year to 1-2 times a year. He could not find help after hours when the stimulator was not enough for his pain. He could not get anyone to give narcotics. He was not seeking drugs and that was why he went with the stimulator in the first place. It was then reported that he only had one program that was working; group a. The other 3 programs needed to be redone as they no longer helped. They stopped helping in 2013. A rep recalibrated it 1-1.5 years ago but the rep just increased the intensity and was allegedly told about the programs not working for the patient. That seemed to help but group a was only helping. It was stated to be a matter of his body becoming accustomed. He also was constantly feeling vibrations/impulses in his body. Even when turned off, he would constantly feel stimulation still going and it would get really irritating. This began in (B)(6) 2015 and was reported on (B)(6) 2015. It was noted that the patient had short term memory loss and was also disabled with makes it hard for him to get around. It was also further noted that the patient had tried to explain to the rep that the 3 programs were not working but it was difficult. The rep was stated to have a mindset that the patient didn't have a proper tolerance of pain. The patient's healthcare provider (hcp) had recommended another rep in the area that had a good way of dealing with difficult patients like him. Relevant medical history included degenerative disc disease. Follow-up was performed to determine what actions took place to address the reported issues and if the issue was resolved. This event will be updated if additional information is received.